Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a a33 alarm during prime/fill on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer insulin is squirting out and the motor doesn't the detect the reservoir. The customer was advised that insulin pump will be returned for analysis. The customer was advised that the insulin pump will be replaced by tnt.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture damage on force sensor. The insulin pump was unable to test for prime test and occlusion test due to motor error alarm. The motor was tested outside the insulin pump and passed. The insulin pump a cracked had battery tube threads, cracked reservoir tube lip, cracked case at display window corner, display window missing and missing end cap sticker.